Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high out of range shock impedance measurements were noted at the implant when it comes to this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. The lead will be returned, while the ICD remained implanted.